Manufacturer narrative:
Field b5 (event description) was updated due to additional information received. The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed.

Event description:
Advantage af phase 2 clinical study, subject ID (B)(6) it was reported that following an procedure that involved a versacross access solution device, the patient presented to the emergency room with persistent and excessive bleeding at the groin. Pressure and epi/lidocaine injection at site was applied. Blood work, and a ECG were completed. The event has been resolved. It was further reported that that a faradrive steerable sheath clear was also involved with this event.

Manufacturer narrative:
The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed.

Event description:
Advantage af phase 2 clinical study, subject ID (B)(6). It was reported that following an procedure that involved a versacross access solution device, the patient presented to the emergency room with persistent and excessive bleeding at the groin. Pressure and epi/lidocaine injection at site was applied. Blood work, and a ECG were completed. The event has been resolved.